Event description:
The customer reported to olympus, that they suspected a bad angle/disconnection issue on their evis lucera elite colonovideoscope. The device was returned for evaluation, it was found that there was foreign matter in the nozzle. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an angulation issue was confirmed due to wear of angle wire, bending angle in up direction as well as the play of up/down (u/d) knob not meeting the standard value. As stated in b5 a foreign matter was found in the nozzle due to insufficient cleaning during reprocessing. Furthermore, the following findings were identified during device inspection: the bending section cover had a chip and a crack, the scope connector (s-connector) had a scratch and was dirty due to water leakage, the protector of universal cord on s-connector side and on control section side had a scratch, the light guide (lg) had a crack, the objective lens, the control unit and the plastic distal end probe cover (c-cover) had discoloration, due to dirt on the objective lens, there was a lack of image on the monitor and due to a scratch on the objective lens the image had a partially dark area both of which resulted in image issues. The following parts had a scratch: c-cover, image guide protector, grip, scope connector cover, switch box, switch 1, lock engagement lever, free-engage knob, u/d and right left knobs, the control unit, universal cord, and connecting tube. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know about the foreign material or what it was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not know if the air/water nozzle was wiped/brushed with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle issue, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. The foreign material could not be identified. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the event "foreign material in the nozzle" could not be determined. Feedback for the customer/user - to conduct reprocessing in accordance with (instruction for use) IFU. This information is addressed in the instructions for use (IFU): instruction for use (IFU ) (reprocessing manual) warns regarding insufficient reprocessing as follows: precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. In addition, the following information is stated in the IFU : the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system describes how to inspect for the subject event. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.